Event description:
Date of implant: in 2003, it was reported that a patient underwent a cervico-thoracic construct for a medullar tumor. Approximately 2 years 4 months post-op, a rod breakage in the construct was noticed. No revision surgery was performed, this would lead only to "a local increase of the scoliosis". There was also pseudoarthrosis noted at level t5-t6. Approximately 11 months later, patient underwent "supplementary surgery without rod explantation". The surgical procedure did not involve repair/replacement of the fractured/broken implant. No revision surgery has been scheduled at this time. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.